Event description:
A female patient reported experiencing an "eye infection" (unconfirmed) after using complete moistureplus multi-purpose solution. She used the solution previously without any problem. Every time she used this bottle, her eyes became red, and finally one eye got really bad. She went to see an optometrist in late 2006. He put drops in her eyes and looked at them through a machine. He told her to discard her lenses, stop using the solution, and discontinue lens wear for two weeks. He prescribed eye drops (name unknown). Patient recovered and has resumed lens wear. The patient provided additional information in 2007. She wrote, "burning and eyes were irritated was told by doctor to wear eyeglasses and change solution for 1 week". She noted that she wears acuvue lenses (initial report was b&l toric lenses). She declined to allow amo to contact her doctor for further information.

Manufacturer narrative:
Tested retained and returned samples for chemical specifications and sterility. Returned sample met chemical specifications, but was not-sterile, likely due to user contamination. The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.